Event description:
It was reported that the director of women's services stated that they are not able to obtain a sustainable pulse ox reading for the first 10 minutes of life for the neonate. They are using the rad-87 and ge dash 4000 devices with masimo set technology with a neo sensor. They have been having this issue since they have started the nrp resuscitation guidelines. The customer stated that they have had their biomed department check the devices and they are working within specifications and that when they use these devices later on (after the first 10 minutes of life) they work without any difficulties. Additional information received indicated that the reported issue occurred during a resuscitation. The device will show a reading for a short time and then the reading would no longer show. With the alarm message of "sensor off" along with the audible alarm.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.